Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call moisture damage and blank display anomaly on the insulin pump. Customer's blood glucose level was 200 mg/dl. Troubleshooting for moisture damage was performed. Customer advised they were thrown into the water while wearing the insulin pump. Customer advised the display screen went blank after being placed in rice and working for one day only. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. However, moisture damage found on the electronics and motor. The insulin pump had cracked case at display window corners, battery tube threads, broken reservoir tube lip, minor scratched display window, missing end cap sticker and missing reservoir tube o-ring.